Manufacturer narrative:
(B)(4). The pipeline flex will not be returned for evaluation as it was implanted in the patient. Based on the reported information, the complaint of pipeline flex failure to open could not be confirmed and the event cause could not be determined.

Event description:
Medtronic received information that a pipeline flex did not open during a flow diversion procedure. The patient was being treated for an unruptured, saccular aneurysm in the left ophthalmic internal carotid artery (ica). The aneurysm measured 21mm max diameter and 10mm neck diameter. Landing zone artery size was 3.19mm distal and 4.8mm proximal. The vessel was moderately tortuous. A continuous heparinized saline flush was used, as per IFU. A pipeline flex was advanced to the treatment site with some friction in the catheter due to vessel tortuosity. Upon delivery, the device remained closed on the distal end. A balloon was used to balloon angioplasty the device open. Full wall apposition was achieved. Post-procedure angiographic result showed slowing of flow into the aneurysm. There was no report of patient injury as a result of this event.